Manufacturer narrative:
During the device evaluation, corroded components were discovered within the device, including the motor and the rotor. Increased friction due to corrosion is a probable cause of the reported overheating.

Event description:
It was reported that at the user facility, the drill was overheating. No further information was provided by the user facility.